Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited far-field r-wave oversensing. This device remains in service. No adverse patient effects were reported.